Event description:
It was reported that on the 4th day of npwt utilizing a pico7, it was noticed the pump was not working but it is unclear when the pump stopped. The problem was not solved by exchanging batteries so the treatment was continued with a backup. There was no patient harm nor delay.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this issue in the past four years. It was reported that the device was used for treatment and 4 days into therapy, it was discovered that the pump was not working. The returned pump underwent a thorough technical analysis to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The analysis confirmed that the device was tested prior to being disassembled for assessment ¿ the device performed as expected without issue. If any issues are experienced during use the troubleshooting section of the IFU should be referred to and appropriate steps taken. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. On this occasion no problems were found with the returned device so we have not been able to confirm a relationship between the device and the reported event. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.